Event description:
Tot tape. Woke from operation not being able to move my left leg from thigh to foot. Pelvic and bladder no sensation. Placed on high doses of addictive pain killers. One month in hospital had to learn to walk again. Eight months in cannot walk more than 50 metres, intolerance to drugs had heroine like withdrawals, lower dose shows extreme pelvic and vaginal pain. Nerve damage and complications not recorded.